Event description:
Discovered on (B)(6) 2024 1445, a 6.5in long teflon coated bovie tip caught fire while in use, and the bovie tip was replaced with a 6.5in non-teflon coated blade. This tip also caught fire on (B)(6) 2024 at 1500. The same bovie pencil from the major pack listed above was used with both bovie tips. After the second fire occurrence, the bovie machine was then replaced with another machine. Ref report: mw5158415.